Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. The paint was chipping from the device, what led to rust occurrence. There was no injury reported, however, we decided to report the event in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification, since appearance of chipped paint and rust could be considered as technical deficiency, and in this way device contributed to event. The device was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The probable causes may correspond to the painting process or to the cleaning protocol (the use of aggressive or prohibited products, a lack of rinsing and wiping that favours the stagnation of cleaning product residues). The cleaning protocol and the photos showing the corrosion were not communicated, that is why the investigation cannot be conducted. It is not possible to determine the root cause and therefore the factory investigation report can not be performed. In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 25th march, 2021 getinge became aware of an issue with powerled surgical light. The paint was chipping from the device, what led to rust occurrence. There was no injury reported, however, we decided to report the event in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination.